Event description:
Reporter alleged the customer obtained a result in the 113-119 mg/dl range on the aviva system while he was experiencing hypoglycemic symptoms. Reporter stated she took him to the hospital because she thought he was having a heart attack and they obtained a reading of 30 mg/dl on the hospital system. Reporter stated he was given glucose through an IV, an EKG, and a cat scan were done. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.